Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, there was a leak on the subject device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section b5 for the updates (event found at) obtained from customer response follow up. The device was returned to olympus for inspection and the reported failure was confirmed. In addition during the device evaluation dents in the video connector observed, pixel defects (white flaws) in the image was noted. Based on investigation findings, the reported issue was confirmed. A definitive root cause of the failure cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, there was a leak on the subject device. The issue was found during reprocessing. There was no patient involvement .